Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal on (B)(6)2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 12-month-old female patient who had essure (ess205) (batch no. 12272301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("headaches /migraines") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the vulvovaginal pain, abdominal pain lower, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: the patient has had tubal occluding devices in pla; on (B)(6) 2005: total bilateral occlusion. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received. Reporter's information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nickel allergy, fatigue. Outcome of events were updated. Concomitant disease and lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding") in a 12-month-old female patient who had essure (ess205) (batch no. 12272301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches"), headache ("headaches /migraines") and fatigue ("fatigue"). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, migraine and fatigue was resolving and the vulvovaginal pain, abdominal pain lower, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: the patient has had tubal occluding devices in pla; on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.